Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm, or changed pump supplies to address the issue and resumed insulin delivery. Customer was unable to troubleshoot with tandem technical support at time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. Customer's blood glucose was 200-300 mg/dl.